Event description:
Customer reported a malfunction alarm without any notable events occurring beforehand. There was no information provided regarding the impact on the customer¿s blood glucose level, with the customer declining to answer whether it exceeded 500 mg/dl. The customer was instructed to reset the pump to resolve the issue.